Event description:
Event description boston scientific received information that the impedance for this right ventricular lead steadily increased to over 2500 ohms in both bipolar and unipolar configuration. Boston scientific received additional information that it was discovered that the lead had fractured and was surgically abandoned and replaced.